Event description:
PICC line placed (B)(6) 2012. On (B)(6) 2012, while moving infant to scale from isolette PICC line snapped off at hub. No tension was being placed on the PICC line. PICC line discontinued and 17 cm of line were removed. Reason for use: prematurity, sepsis - need for long term access.